Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or two weeks later and removed the entire inspire system due to infection prevention measures.